Manufacturer narrative:
The lens was returned to b+l for evaluation. The lens optic is in two pieces and has a cloudy white appearance and some areas with an orange peel appearance. An alizarin red s chemical stain test was performed and confirmed calcium is present on the lens. Three major types of calcification have been previously described. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Based on the current information the exact root cause of the observed calcification could not be conclusively determined.

Manufacturer narrative:
Hydroview iol was discontinued and is no longer manufactured by b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens will be explanted due to presumed calcification. Additional information has been requested but has not been received. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0.

Manufacturer narrative:
The lens was not returned to b+l for evaluation and the lot number of the device was not provided. Therefore a device history record review could not be performed. Based on the limited current information, the root cause of the alleged calcification cannot be determined. Because the lens was not returned it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. Three major types of calcification have been previously described. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs.